Event description:
The facility reported a fail code 810:11 during patient use. The hosp rep stated that therehave been no reports of any patient incident involving this pump since the last baxter service event. No add'l info is known.